Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture which was confirmed with an MRI. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on anterior side assessed as surgical damage. Additional observations: creases were observed. Wear abrasion observed.

Event description:
Patient reported a left side rupture which was confirmed with an MRI. Device has been explanted.